Manufacturer narrative:
An accumax 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that there was no exposed glass fiber at the distal tip. The fiber jacket at the distal tip appeared warped and melted, with a small degree of charring near the tip, indicating that the laser fiber was fired at some point. Examination under magnification revealed that the condition of the glass tip was consistent with a fracture, indicating that the tip or portion of the tip broke off. Therefore, the condition of the returned device confirms the reported event of tip detached. There were also minor signs of normal degradation, indicating the fiber likely broke, then transmitted some energy. There were no signs of damage or other imperfections noted along the laser fiber¿s body. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and slightly scattered with an effective transmission of 83.4%. Therefore, the condition of the returned device does not confirm the reported event of no energy. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an accumax 200 laser fiber was used during a left ureteroscopic holmium laser lithotripsy with stent insertion in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis powersuite 20w with 10hz x 1.0j settings. According to the complainant, during the procedure, when the physician had inserted the laser fiber into the scope, he noticed that the laser fiber was not firing. When the laser fiber was pulled out from the scope, it was found that the laser fiber tip had detached. The detached fragment was successfully retrieved from the patient. The procedure was completed with another accumax 200 laser fiber. There was no patient harm or complications reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event of fiber tip detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during a left ureteroscopic holmium laser lithotripsy with stent insertion in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis powersuite 20w with 10hz x 1.0j settings. According to the complainant, during the procedure, when the physician had inserted the laser fiber into the scope, he noticed that the laser fiber was not firing. When the laser fiber was pulled out from the scope, it was found that the laser fiber tip had detached. The detached fragment was successfully retrieved from the patient. The procedure was completed with another accumax 200 laser fiber. There was no patient harm or complications reported as a result of this event.